Event description:
During back surgery the cautery pencil would not activate. The staff tried 4 machines before realizing the pencil would not work. The hospital then removed the pencil and replaced it with another one from hospital stock. This pencil did work. There was no pt injury, but the account did feel that there was a delay in the procedure.